Event description:
A doctor alleged that approximately eight (8) patients had experienced the loss of a crown after placement with maxcem elite product. This is the eighth of eight (8) reports.

Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided by the doctor. The doctor re-cemented the crown using a different product, without further incident. To date, the patient is doing fine. The product was not returned; therefore, a retain sample was evaluated yielding within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, there were no similar complaints with regards to this lot.